Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual examination identified that the proximal and distal edges of the stent were flared. Distal rows 1 to 3 were flared. Proximal row 1 was flared. This damage is consistent with the balloon being partially inflated. Solidified blood was present within the guidewire lumen. Solidified contrast media was present within the inflation lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed 30nov2011. It was reported that during a coronary stenting treatment procedure, a no cross occurred. The target lesion was located in a moderately tortuous right coronary artery. An md5 motor drive was attached to an unknown catheter, however the motor drive was unable to perform automatic pullback and the catheter was pulled back manually. The 16 x 4.50mm taxus liberte stent delivery system was then advanced, but failed to cross the lesion, despite several attempts. The procedure was completed with the implant of a non-bsc stent. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.